Event description:
It was reported the customer had a keypad anomaly. The customer stated their keypad was sticking and the backlight would intermittently turn on without input from the customer. Customer's keypad was unresponsive when they attempted to turn off the backlight. It was also found the customer had a low battery alert and a off no power alarm. It was found the customer's battery did not last for more than one week. Customer's blood glucose was 130 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.